Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient underwent a battery replacement procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed the visual, electrical, performance and photographic imaging tests performed. The complaint of charging difficulty was not verified. The ipg was successfully charged to full capacity. The ipg passed all the required tests, and it revealed no anomalies.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient underwent a battery replacement procedure.

Manufacturer narrative:
Additional information was received that during the ipg replacement procedure it was noticed that one of the patient¿s lead was showing high impedances. The physician transferred the lead to a different port of the ipg and also reprogrammed the patient. The patient later underwent another revision wherein the leads experiencing high impedances were replaced. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model #: sc-2138-70, serial/lot #: (B)(4)/ 138316, description: scs 70cm iii lead. The explanted devices were not returned to bsn as they were discarded by the medical facility. As no anomalies or deviations were found during the complaint investigation site (cis) review, there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient underwent a battery replacement procedure.